Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the drill cold welded with the cannulation and the wire was stuck. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1250l drill tip guide pin, 2.4 mm x 310 mm batch unk was received for investigation. The device arrived stuck inside of ar-1778r-24 retroconstruction constant femoral guide graduated drill sleeve, i.d. 2 .4 mm batch 1068642439 for investigation. Visual evaluation found that the device was stuck inside the ar-1778r-24, scratch lines around shaft at the distal end. Damaged like nicks were also noted on the threads. Further evaluation noted that the shaft was bent. Functional testing was not performed due to the device was received stuck inside the ar-1778r-24 retroconstruction constant femoral guide graduated drill sleeve, i.d. 2 .4 mm batch 1068642439. Due to the damaged observed on the ar-1250l drill tip guide pin, 2.4 mm x 310 mm. The most likely cause of the reported and observed failure is user error, specifically applying excessive force bending the drill due to a possible misaligning the insertion.